Event description:
It was reported that difficulty was encountered during the procedure to place a greenfield 12 fr ss vena cava filter. Following advancement of the carrier and subsequent filter deployment, the filter legs did not fully expand. The filter was left in place and a new filter was successfully implanted. No adverse pt effect were reported. The pt was reported to be "fine."